Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) was oversensing myopotential noise from the patient's diaphragm on the right ventricular channel which led to pacing inhibition with greater than two seconds of asystole. All other measurements were fine and no changes were made to the system. The ICD remains implanted and in service. No adverse patient effects were reported.